Event description:
It was reported to philips that during an operation, the system's residual current device tripped, shutting the system down. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.